Event description:
It was reported by the clinician, that the peripherally inserted central catheter (PICC) was being placed in the antecubital space. The placement spring wire guide (swg) gave resistance and when the clinician pulled on the swg, it uncoiled around the center wire/stylet. The swg was removed intact. Clinician checked to make sure there was nothing retained in the patient. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.